Event description:
Device 1 of 3. Reference MFR report#: 1627487-2013-11736, 11737. It was reported the patient began to experience pain at the ipg site and uncomfortable stimulation in unintended areas after falling. In turn, the patient deactivated stimulation. Regardless, the patient experiences sharp, tingling abdominal pain. X-rays revealed one of the patient's leads has migrated. As a result, the patient will undergo surgical intervention. Both of the patient's leads are being reported because it is unknown which lead has migrated.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.